Manufacturer narrative:
Event date: date of event is an approximate.

Event description:
It was reported that the patient experienced discomfort with this inflatable penile prosthesis (ipp) because the cylinders migrated to the scrotum. Upon clinical evaluation, it was decided to perform a surgery; the device was relocated and left in service. There were no additional patient complications reported.